Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator pressure was weak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue. The outlet flow sensor was evaluated by the manufacturer's product investigation laboratory (pil) and found the flow sensor functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator pressure was weak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.